Event description:
As reported, while post prepping a 5f mynx control vascular closure device (vcd), the customer noted the sheath had a split in it. This was noticed when it could not be introduced and a 6mm long split was noted at the distal end of the device before it was introduced into the vascular sheath. The tip split and collagen plug were partially expanded and were too large in diameter to even be introduced into the vascular access sheath. The resistance/friction was experienced before it was inserted into sheath. Hemostasis was achieved with a second 5f mynx device and worked well. There was no reported patient injury and the patient recovered. The customer is unsure if the sealant was stuck to the device components. The sheath was not kinked or bent. A non-cordis micro catheter and a 5fr 11cm long unknown cordis sheath were used during the procedure. The device was prepped as per instructions for use. The angle of access was between 30 and 45 degrees. The procedure used a retrograde puncture. The patient was not morbidly obese, and patient¿s bmi was not greater than 40 kg/m2. The mynx vcd was used in a colonic superselective embolization procedure for diverticular bleeding. The deployer is mynx trained. The patient did not have any relevant medical history. The device will not be returned for evaluation.

Manufacturer narrative:
This device is not available for testing and evaluation. A review of the manufacturing documentation associated with this lot# f2104002 presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The device was later returned for analysis. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, while post prepping a 5f mynx control vascular closure device (vcd), the customer noted the sheath had, a 6mm long split which was noted at the distal end of the device as it was introduced into the vascular sheath. The tip split and collagen plug were partially expanded and were too large in diameter to be introduced into the sheath. Hemostasis was achieved with a second 5f mynx device and worked well. There was no reported patient injury and the patient recovered. The sheath was not kinked or bent. A non-cordis micro catheter and a 5fr 11cm long unknown cordis sheath were used during the procedure. The device was prepped as per instructions for use. The angle of access was between 30 and 45 degrees. The procedure used a retrograde puncture. The mynx vcd was used in a colonic superselective embolization procedure for diverticular bleeding. The deployer is mynx trained. The patient did not have any relevant medical history. The device was later returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h10. This is an updated complaint conclusion after product analysis: as reported, while post prepping a 5f mynx control vascular closure device (vcd), the customer noted the sheath had, a 6mm long split which was noted at the distal end of the device as it was introduced into the vascular sheath. The tip split and collagen plug were partially expanded and were too large in diameter to be introduced into the sheath. Hemostasis was achieved with a second 5f mynx device and worked well. There was no reported patient injury and the patient recovered. The sheath was not kinked or bent. A non-cordis micro catheter and a 5fr 11cm long unknown cordis sheath were used during the procedure. The device was prepped as per instructions for use. The angle of access was between 30 and 45 degrees. The procedure used a retrograde puncture. The mynx vcd was used in a colonic superselective embolization procedure for diverticular bleeding. The deployer is mynx trained. The patient did not have any relevant medical history. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. It was reported that ¿the tip split and collagen plug were partially expanded and were too large in diameter to be introduced into the sheath.¿ per visual analysis, the returned device showed that buttons 1, 2 and the sealant remained in the manufacturing position with the stopcock open as received. The sealant was not exposed to blood and the sealant sleeve assembly was observed to have been kinked/bent as received. It is unknown if the device was manipulated after the procedure, and if the damage to the sealant sleeve occurred during the procedure or during subsequent handling or transit. The syringe and procedure sheath were not returned with the device. Per dimensional analysis, the slit length of the returned device was verified and noted to be within specification. The catheter working length from distal end of sheath catch to proximal end of balloon of the returned device were verified and noted to be within specification. Per functional analysis, a simulated deployment test was performed on the returned device. Button 1 was able to be depressed fully to deploy the sealant without any resistance. No issues were noted with respect to button 1 deployment during the device failure investigation. Button 2 was also depressed, and the balloon was completely withdrawn into the advancer tube. The device performed as intended per the mynx control IFU. Per microscopic analysis, inspection at high magnification showed that the sealant sleeve assembly was not frayed/slit/torn but was kinked/bent. A product history record (phr) review of lot f2104002 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event the reported ¿mynx control system deployment difficulty-premature¿ and ¿mynx control sealant sleeves frayed/split/torn¿ were not confirmed during the analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Visual inspection of the returned device revealed that the sealant outer sleeve assembly was kinked/bent, which may have contributed to the reported event. It should be noted that mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. Please note that the slits in the sealant outer sleeve assembly are not a product defect. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed prematurely. If the sealant sleeve is damaged/kinked during the device insertion into sheath, that could cause the sealant exposed/swelled, and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. Procedural factors and handling process may have contributed to the reported events. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if it appears damaged. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
After further reviewed of additional information received the following sections have been updated accordingly : as reported, while prepping a 5f mynx control vascular closure device (vcd), the customer noted the sheath had, a 6mm long split which was noted at the distal end of the device as it was introduced into the vascular sheath. The tip split and collagen plug were partially expanded and were too large in diameter to be introduced into the sheath. Hemostasis was achieved with a second 5f mynx device and worked well. There was no reported patient injury and the patient recovered. The sheath was not kinked or bent. A non-cordis micro catheter and a 5fr 11cm long unknown cordis sheath were used during the procedure. The device was prepped as per instructions for use. The angle of access was between 30 and 45 degrees. The procedure used a retrograde puncture. The mynx vcd was used in a colonic superselective embolization procedure for diverticular bleeding. The deployer is mynx trained. The patient did not have any relevant medical history. The product was not returned for analysis. A product history record (phr) review of lot f2104002 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control sealant sleeves frayed/split/torn-during prep¿ and ¿deployment difficulty-premature during prep¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported events could not be conclusively determined. With the limited information provided and no product return, it is impossible to determine what factors may have contributed to the reported event. It should be noted that mynx control device is manufactured with the sealant outer sleeve assembly at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlap outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the outer sleeve assembly and is protected by the sealant outer sleeve assembly from being exposed prematurely. If the outer sleeve is damaged/shredded during the device insertion into sheath, it could prevent the device from being inserted into the procedural sheath. According to the instructions for use (IFU) which is not intended as a mitigation of risk, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously¿ the IFU also instructs to insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath. Neither the phr review nor the information provided suggests that the reported events are related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.